Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were noted as intractable spasticity and cerebral palsy. The pump was explanted on (B)(6) 2015 due to an infection. Follow-up has been conducted for additional information, including other medications that the patient was taking at the time of the event, pump medication information (type, concentration, dose, therapy dates, and lot #), the patient's pertinent medical history, and infection diagnostic information. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pocket became infected due to it being implanted before the patient could from a previous infection. It was reported that the pump was rejected due to the patient's allergy to titanium. No further complications have been reported.